Event description:
Pt's mom reported daughter's pdm read "high" (>500 mg/dl) on (B)(6) 2012 at 9:53 pm, however, her daughter "didn't inform her of this bg reading." She also had large ketones. The next morning, at 6:21 am, her bg was 345 mg/dl, so she bolused 3.8 units; the pt was vomiting. For approx the next 4 hours, her bgs remained in the upper 300 mg/dl to mid-400 mg/dl range. She administered 4 add'l units of insulin. Over the phone, the pt's dr advised that the mom manually administer 10 units of insulin. The mother did not feel comfortable doing that, so the hcp advised her to bring daughter to the hospital. At 11:03 am, the pt's bg was 308 mg/dl. Pt's mother observed a bend in the cannula. The pod was deactivated at 2:17 pm. Time of hospital visit, length of stay, and treatment is unk.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine any malfunction or defect that may have caused or contributed to the pt's high blood glucose. A bent cannula would likely inhibit insulin delivery and may result in hyperglycemia. No conclusion can be drawn since no investigation was performed. Lot qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," furthermore, it warns, "...if you experience unexpected elevated blood glucose levels, change your pod." To avoid hyperglycemia, the user guide suggests that users check bg levels "at least 4 to 6 times a day." The user guide advises to treat hyperglycemia as follows: if bg is 250 mg/dl or above, users should check for ketones. If ketones are present, users should contact an hcp for guidance. If ketones are not present, then a correction bolus should be taken. Bgs should be checked again in 2 hours. If bgs have not decreased then another bolus should be administered. If feelings of nausea are present then ketones should be checked and an hcp should be contacted for guidance. After a total of 4 hours, if bgs have not decreased then the pod should be replaced with a new vial of insulin. Hcp should be contacted for guidance.